Event description:
It was reported that the manufacturer representative (rep) met the patient on the day of the report for a head only MRI and followed all of the recommended steps: setting the patient to a biople that was different than his programming, turning the amplitude down to 0, and turning the implantable neurostimulator (ins) off. However, after the MRI the rep interrogated the ins and it was on. The rep did not know how the ins was on and was certain it was off prior to the MRI. Following the MRI, the patient was reprogrammed to the appropriate settings and was getting good-normal therapy and symptom control.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# j0349174v, implanted: 2004-(B)(6), product type: lead. Product ID: 748251, serial# (B)(4), implanted: 2004-(B)(6), product type: extension. (B)(4).